Event description:
Discrepant advia 1650 sodium patient results were reported to the doctor. The samples were retested and corrected results were reported out. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discrepant sodium results.

Event description:
Discrepant advia 1650 sodium patient results were reported to the doctor. The samples were retested and corrected results were reported out. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discrepant sodium results.

Event description:
Discrepant advia 1650 sodium patient results were reported to the doctor. The samples were retested and corrected results were reported out. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discrepant sodium results.

Event description:
Discrepant advia 1650 sodium patient results were reported to the doctor. The samples were retested and corrected results were reported out. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discrepant sodium results.

Event description:
Discrepant advia 1650 sodium patient results were reported to the doctor. The samples were retested and corrected results were reported out. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discrepant sodium results.

Event description:
Discrepant advia 1650 sodium patient results were reported to the doctor. The samples were retested and corrected results were reported out. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discrepant sodium results.

Event description:
Discrepant advia 1650 sodium patient results were reported to the doctor. The samples were retested and corrected results were reported out. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discrepant sodium results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant sodium results was due to the broken ise cable. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant sodium results was due to the broken ise cable. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant sodium results was due to the broken ise cable. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant sodium results was due to the broken ise cable. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant sodium results was due to the broken ise cable. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant sodium results was due to the broken ise cable. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant sodium results was due to the broken ise cable. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.